Event description:
Ous MDR - it was reported that a shock impedance higher than 150 ohm was measured a few days after the implantation. The ICD was also reported to be at eri indication. Only the ICD was explanted and returned. The only information given about the lead was the it was not returned. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The leads were not returned for analysis. The analysis of the leads is therefore based on the existing production documents. The manufacturing process of these leads was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The ICD first underwent a status interrogation. The device status was eri, 6 charge processes had been documented. During the following electrical analysis, the memory content of the ICD was checked first. This confirmed the results of the analysis of the already previously sent programmer printouts from (B)(4) 2013: the inspection of the shock table and of the recorded iegms showed that all recorded charge processes during the dft testing on (B)(4) 2013 showed a shock impedance of "<25 ohm". This indicates a shock delivery into a low-ohmic shock path. In addition, it was detected that the following charge processes were aborted because the maximally permissible charge time of 20 seconds was exceeded, as the result of which the device status eri was automatically detected.